Event description:
It was reported that during follow-up after implantation of the implantable neurostimulator, the healthcare professional detected drainage from the device pocket, incisional wound opening at the device pocket, edema, irritation, and erythema in the retroauricular and right infraclavicular wound, as well as subcutaneous fluid collection in the right infraclavicular wound. Pus was obtained from the right infraclavicular subcutaneous pocket, and infection at the right infraclavicular site was identified. The patient reported scratching the wounds. The patient was treated with amoxicillin and trimethoprim-sulfa for 15 days. The healthcare professional requested washing and debridement of the infected site. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that in follow up with hcp it was learned the treatment with antibiotic allowed the wound to heal, therefore washing and debridement wouldn't be necessary.